Event description:
It was reported the pt (B)(6) was not receiving stimulation in the correct area. An x-ray revealed a break in the lead anchor. Surgical intervention was undertaken to explant and replace the explant and replace the device, and effective stimulation was recaptured for the pt.

Manufacturer narrative:
Evaluation results: the complaint of "stimulation in wrong location is confirmed: the event details stated an x-ray showed the anchor was broken. The swift lock anchor was in two pieces but was still able to mechanically function. Although lead migration was not mentioned in the event details, the damage observed to the anchor is consistent with an over stress condition it was subjected to while it was inside the body. This over stress could have caused lead migration contributing to the reported complaint of stimulation in wrong location. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.